Manufacturer narrative:
(B)(4). A physio-control service representative evaluated the device but could not reproduce the reported issue. From the downloaded key log of the device, it was observed that the device had rebooted several times. The device was thoroughly tested without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device powered off by itself when it was used to monitor a patient. The ambulance crew had to power the device back on manually. Due to the issue the patient's 12-lead ECG could not be forwarded to the hospital. As a precaution the patient was transported to a different nearby hospital. After a 12-lead ECG was taken there, the patient was eventually transported to the final hospital.